Event description:
It was reported that an asymptomatic patient presented via merlin.net with noise on the right atrial lead. This action caused inappropriate automatic mode switching (ams) behavior on the implantable cardioverter defibrillator (ICD). Lead testing was recommended. The physician elected to continue to monitor the patient at regular intervals.